Manufacturer narrative:
On 11/15/2019. The product investigation was updated . Mechanical testing was conducted on complaint samples including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. All testing results met or exceeded the international standards. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information received, it was reported rupture in the breast implant and inflammation. During evaluation of the sample it was observed to be damaged. Microscopic examination of the edges of the rent gave no indications of instrument damage. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function.  Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Reason for device explant and/or reoperation: rupture, inflammation . Concomitant medical products: 400cc mentor memorygel breast implant( catalog #: 3504004bc, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian female patient underwent a revision breast reconstruction with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture and inflammation. The rupture was visualized via MRI on (B)(6) 2018. The patient was initially treated with antibiotics for the inflammation. However, it reoccurred about two weeks later. As a result, the patient underwent removal and replacement with a 400cc mentor memorygel breast implant ( catalog #:3504004bc, serial #:(B)(4)) on (B)(6) 2018.